Manufacturer narrative:
H3) the computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The computer boots normally to the application screen. While trying to install the spine 2.1 program there is error "insufficient disk space, install failed". The software does not install. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the software analysis reviewed the logs and found "insufficient free space: 36472. Extents needed, but only 7284 available". Hence its a space issue. Software is functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 31-dec-2015; product ID: s7 argus os, version #: (B)(4), ubd: 31-dec-2015. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The computer was returned to the manufacture for evaluation and is under analysis at this time. The software logs were received for analysis and are under investigation at this time. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the manufacturer representative (rep) was trying to install spine (B)(4), they were receiving an error saying there was insufficient disk space. Technical services (ts) had the rep uninstall all non-essential software, including old versions of cranial and digital intercommunication of medicine (dicom) q/r. When uninstalling, ts had the rep say yes to uninstalling unused shared resources. After this, they tried to reboot and install the spine (B)(4) software again. The only application remaining on the system was cranial (B)(4) (and admin appliance and application launcher). They were still unable to install spine (B)(4) and was getting the insufficient disk space error. There was no patient present at the time of the event.